Event description:
It was reported the devices were used during a colon procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.

Manufacturer narrative:
Device not returned for analysis.